Event description:
It was reported the infection was still hurting at the time of report and it felt like it still had a little bit of a fever in it and was real swollen. It was reported the patient was on antibiotics for the infection.

Event description:
It was reported that the patient had a 'horrible infection' at the implant site. It was noted that the therapy did not work as expected. It was further noted that the patient requested a meeting to have the device checked and possibly reprogrammed. Additional information requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).